Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was verified and attributed to a faulty screen transducer. The screen transducer was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check, the device displayed an "off set self check failure - 1174" message. Complainant indicated that there was no patient involvement in the reported malfunction.